Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s red heart hazard alarm light emitting diode (led) constantly being lit was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6) was functionally tested, and its red heart led was constantly lit throughout testing. The controller functioned as intended throughout testing despite the red heart led being active. The unit's internal components were inspected, and the issues resolved upon reseating the interior user interface (ui) ribbon cable. The cause of the issues was isolated to the specific connection between the controller¿s ui membrane printed circuit board (pcb) and the ribbon cable. However, during further testing of the ui membrane pcb and ribbon cable, the observed issues resolved and could no longer be reproduced. A log file was also extracted from the returned controller; no atypical events were observed, and the pump operated as intended throughout the reviewed data. The root cause of the reported event was isolated to an issue with the connection between the controller¿s ui membrane pcb and the ribbon cable but could not be isolated any further due to the issues resolving during testing. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on (B)(6) 2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called the emergency phone with reports of red heart light and green circle of life light on system controller. There were no low flow alarms. The last 6 alarms were on the day of left ventricular assist device (lvad) implant on (B)(6) 2025 (B)(4). The patient states that they woke up to the red light then they performed self-test and everything lit up but only the red light stayed on. The patient denied any cardiac symptoms. They switched from battery to wall power with no change in the light. There was no message on the display screen. Attached log files are from prior to system controller exchange. The system controller was planned to be returned to abbott for further evaluation. It appeared that the event log captured routine events. The vad and peripheral equipment appeared to be functioning as intended. The system controller exchange resolved the alarm. A picture of the system controller alarm was submitted.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
There were no alarms after the system controller was exchanged. The system controller was shipped on (B)(6) 2025.